Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -9.0 diopter lens tear/ break during cartridge loading. The lens was not implanted into the patients eye. A replacement lens of the same model and size but different diopter was implanted into the patient's left eye (os). The cause was reported as device.

Manufacturer narrative:
Additional information: h3-device evaluation- lens returned in a micro centrifuge vial with moisture. Visual inspection found optic torn and haptic torn. Claim# (B)(4).